Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed quality notification #: (B)(4) was opened for the device without correlation to the reported complaint. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(6) need assistance for 8100 s/n (B)(4) is having an issue on air-in-line sensor test, (B)(6) allowed me to remote in. We tried running multiple pump modules and is failing the same test on air-in-line sensor test, after we tried a good known pump module and is also failing, I recommended to try replacing another dry set. (B)(6) borrowed one from his co-worker and we confirmed that the dry set that (B)(6) was using was causing the air-in-line test to fail. Issue was resolved.